Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: cutter device, 01/01/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing and the extension sleeve of the attachment device were damaged. It was determined that the cutter device could not be inserted, the components were missing, and the nose tube was bent/damaged. It was observed that the ball bearing fell apart, and the internal parts were missing. It was further determined that the device failed pretest for lock operation (fail-rattle), cutter insertion (fail-ball bearing), and temperature (temperature test could not be performed). It was noted in the service order that the device had a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.